Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of four (4) years and eleven (11) months due to calcification leading to severe stenosis (velocity 4,9m/sec; area/index 0,31). Per response received, surgeon reported a slight misalignment of prosthesis, reason why the non-coronary leaflet was calcified. The patient started presenting symptoms since ten (10) months before surgery and was finally admitted to the hospital with heart failure. A tissue valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section b5, b7, d9, h3, h6 (health effect - clinical code), h6 (device code) and h6 (type of investigation) h3: evaluation summary customer report of calcification leading to stenosis was confirmed. X-ray demonstrated wireform intact and heavy calcification was observed on all three leaflets. As received, leaflet 1 had a tear. Leaflet 3 had a 5mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. A serrated mechanical damage mark was observed next to commissure 2 of leaflet 2 on the outflow aspect. Suture threads remained attached to the sewing ring. Wireform was exposed at commissure 2. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from italy, edwards received notification that a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of four (4) years and eleven (11) months due to calcification leading to severe stenosis (velocity 4,9m/sec; area/index 0,31). Per response received, surgeon reported a slight misalignment of prosthesis as a possible contributing reason why the non coronary leaflet was calcified. Additionally, it was reported that the valve malfunction contributed to the development of hemolytic anemia. The patient started presenting symptoms since ten (10) months before surgery and was finally admitted to the hospital with heart failure. A surgical 21mm valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section h6 device code, type of investigation, investigation finding, investigation conclusions. H11: additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. In this case both events are likely related with patient factors, including atherosclerosis.